Manufacturer narrative:
It was reported that after stent placement, the stent was not fully expanded and was removed. As a result of analysis of returned device, the stent was deployed and not returned, and only the delivery system was returned. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based description "stent was not fully expanded and was removed", it is considered that the stent expanded somewhat slowly during the procedure due to the pressure and curve of the patient's lesion, so the doctor judged stent expansion failure. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The doctor tried to release the stent, but once released, the stent remained partially closed (not fully expanded) so the doctor was forced to remove the stent and implant a new one.

Event description:
The doctor tried to release the stent, but once released, the stent remained partially closed (not fully expanded) so the doctor was forced to remove the stent and implant a new one.

Manufacturer narrative:
It was reported that after stent placement, the stent was not fully expanded and was removed. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.